Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no weak battery alerts or blank display anomalies noted. However, the insulin pump was received with corroded battery tube, cracked case at reservoir tube window corners, battery tube threads and case at display window corners, minor scratches on lcd window and with broken reservoir tube lip.

Event description:
Customer called to report battery issues on the insulin pump. Customer called to report that the insulin pump alarmed weak battery. Customer also reported damage to the insulin pump as well as a blank display. Customer's blood glucose reading was 132 mg/dl. Troubleshooting was done for battery issues, however, customer declined to troubleshoot for the blank display. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.